Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "foreign material in the body at distal end and at the auxiliary water channel outlet at the distal end" malfunction would likely be related to the reprocessing deviating from the instruction manual. The event can be prevented by following the instructions for use which state: inspection method is described in the operation manual gif-ez1500 chapter 3 preparation and inspection. Prevention method is described in the reprocessing manual gif-ez1500 chapter 5 reprocessing the endoscope (and related reprocessing the legal manufacturer reviewed the customer provided answers for the cleaning disinfection and sterilization (cds) process where obvious deviation form instructions for use (IFU) were identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited foreign material inside the tip body. There were no reports of patient involvement.